Event description:
It was reported that when the asymptomatic patient presented for routine follow-up, the device could not be interrogated via rf telemetry. Inductive telemetry worked normally. The patient was enrolled in merlin.net, but transmissions were not coming through. A device firmware download restored rf communication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.